Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A representative handle was inserted on the charger and no red light began to flash. The handle was able to be charged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling to create the pouch on the stomach in a laparoscopic gastric bypass on (B)(6) 2017, completely powered down unexpectedly even if it had plenty of battery life. The status of the indicator lights, handle indicator, adapter indicator and reload indicator were off. The jaws of the device also locked on the tissue and was removed by using manual retraction tool. The doctor needed to use the manual retraction tool after the stapler shut down unexpectedly to resolve the issue in order to complete the case. There was no patient injury. The device is expected to be returned for evaluation.